Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being further investigated. Once the investigation has been completed, a supplemental medwatch will be submitted. UDI: (B)(4).

Event description:
It was reported from netherlands that during service and repair/pre-testing, it was observed that the battery oscillator device trigger did not move smoothly, the contact and component were damaged, the mode switch resistance was too high, made excessive noise, was rusting, the swing fork was worn and the mode switch was stuck. The device also failed pretests for general condition, sticky trigger, oscillation frequency with frequency meter and mode switch-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An evaluation was performed and it was determined that device failed visual inspection. It was identified that the moving parts of the trigger were not moving smoothly and the mode switch resistance was too high. It was also identified that the device had contact damage, corrosion and sharp edges. Further, it was that the device generated excessive noise and the swing fork was worn. The device also failed pretests for general condition, sticky trigger, oscillation frequency with frequency meter and mode switch-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and a design issue. A CAPA was opened to address the cracked saw head locking mechanism. A review of the service history record indicates that the device had not been returned previously for the same malfunction.